Manufacturer narrative:
It is unknown when device broke. Device is an instrument and is not implanted/explanted. There was no procedure involvement. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine preventative maintenance procedure, the following issues were identified: five (5) depth gauge for small screws had a bent needle; one (1) reduction forceps with jaw-ratchet had a broken tip; one (1) reduction forceps with points broad-ratchet had a broken tip; one (1) reduction forceps with points broad-ratchet had a weak grip; one (1) reduction forceps with points narrow-ratchet had a broken tip; one (1) reduction forceps with points narrow-ratchet had a weak grip; one (1) application instrument for sternal zipfix had a broken tip. There was no patient or procedure involvement. This report is for a reduction forceps with points narrow-ratchet 132mm. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 398.40 , synthes lot number: t115893 , release to warehouse date: 29-apr-2015 , manufacture site: tuttlingen , part expiration date: n/a , list of nonconformance¿s: n/a . A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. The raw material certificate was reviewed and the used material was according to the material specification for this device. No ncrs were generated during the production of this device. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint customer quality conducted an investigation of the returned device. Customer quality investigation: the following investigations were performed: damage: visual appearance not as expected: device condition: visual inspection performed at customer quality (cq) observed one of the tips raised upwards at its jaw teeth cross-section resulting in significant gap between the tips. Further one of the tip extreme ends were observed to be slightly bent outwards. No breakage on the returned device was identified. However, with the new issue identified the overall complaint condition is confirmed. Document/specification review and dimensional analysis: based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed. No design issues were identified. Top level drawing. Jaw drawing. Dimensional analysis performed at the bent region measured the thickness as 3.1 mm that falls within the specification of 3.2 mm +/- 0.2. A review of the device history records showed that there were no issues at the time of manufacturing of this device and its sub components that would contribute to the complaint condition. The raw material certificate was reviewed and the used material was according to the material specification for this device. No ncrs were generated during the production of this device. Conclusion: a definitive root cause could not be determined from the provided information. However, it is likely that any unintended forces encountered by device during usage could have contributed to this complaint condition.the overall complaint condition is confirmed. However, no product design issues or manufacturing discrepancies were identified during this investigation based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.